Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020-09-10. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that needle sftygld 23x1 rb penetrated through the protective cap before use. The following information was provided by the initial reporter: material no: 305902 batch no: 9273041. Event description per medwatch report states: clinic rn was operating a bd safety glide 23 x 1 size when the needle came out of the protective cap prior to giving an injection to a patient. No injury occurred to anyone but exposed the needle for potential injury. The needle was switched out and the patient received the medication without further incidence.

Event description:
It was reported that needle sftygld 23x1 rb penetrated through the protective cap before use. The following information was provided by the initial reporter: material no: 305902, batch no: 9273041. Event description per medwatch report states: clinic rn was operating a bd safety glide 23 x 1 size when the needle came out of the protective cap prior to giving an injection to a patient. No injury occurred to anyone but exposed the needle for potential injury. The needle was switched out and the patient received the medication without further incidence.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 19 march, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 23x1 rb penetrated through the protective cap before use. The following information was provided by the initial reporter: material no: 305902, batch no: 9273041. Event description per medwatch report states: clinic rn was operating a bd safety glide 23 x 1 size when the needle came out of the protective cap prior to giving an injection to a patient. No injury occurred to anyone but exposed the needle for potential injury. The needle was switched out and the patient received the medication without further incidence.